Event description:
Novalung from fresenius medical was used on a patient on va ECMO (veno-arterial extracorporeal membrane oxygenation). When on a sweep of 2lpm and 50% the post po2 (partial pressure of oxygen) result was 69 mm hg. This resulted in needing to switch out device 10 hours into medical support.